Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio: 4.5; ref: 3.3; mean: 3.90; confidence limits: 2.3-5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B) (6) 2009; 1st inr 5.8; 2nd inr 6.8; mean: 5.15; sd: 0.92; %cv: 17.85. Since 17.85% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer results analyzed and accuracy confidence limits were met. Precision met criteria. Product deficiency not established. Meter was returned. In-house investigation; meter functional test performed and passed all criteria. Other meter functions were tested and passed. Meter memory verified. Product deficiency not established. Further action not required. As of 11/23/09, 30 discrepant result complaints were reported for lot# 214530 yielding a complaint rate of 0.049%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 5.8; lab: 6.8. Date: (B) (6) 2009; inratio: 4.5; lab: 3.3.